Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is no longer available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a continu-flo solution set in which a no flow occurred in one of the y-sites. According to the report, a doctor was attempting to administer an unknown anesthesia drug through a becton-dickinson luer-locking syringe via a y-site, but it was blocked. The doctor then tried another y-site and it worked normally. It is unknown which specific y-site this occurred in. The reporter then stated that this has happened several times in the last few weeks, but an exact amount of times or if all the sets in question were from the same lot number is unknown. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.